Event description:
Pt had bilateral silicone breast implants in 1989. She presented to physician's office with complaints of pain bilaterally. She was diagnosed as having bilateral grade IV capsular contractures and elected for replacement with saline implants. Upon removal of the implants, the right was found to be grossly intact. The left implant was totally disintegrated with totally free liquid silicone inside the scar capsule.